Manufacturer narrative:
The smiths medical product was received in good condition. The water flow into the reservoir from the pump was insufficient thus confirming the customer's complaint.

Event description:
A smiths medical fluid warmer was indicated as having low water flow. There were no adverse events reported.